Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. All channels: micrococcacceae (1 cfu/endoscope), coagulase-nagative staphyloccocci (1 cfu/endoscope) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] e. Coli (100 cfu) [second time; (B)(6) 2020] suction channel: myroides odoratus (100 cfu) auxiliary water channel: bacillus spp (13 cfu) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. There was no report on abnormality of the scope and also detected microorganisms from samples collected after reprocessing by olympus were within acceptable range. Therefore, it was unlikely that microorganisms were detected due to the scope. The exact cause of the reported phenomenon could not be conclusively determined.